Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The insertion device was returned with the suture strings but no anchor. There is biological debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include a fracture of the implant. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the suture of the twinfix ultra fell off after implanted. The procedure was successfully completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an unknown procedure, the suture of the twinfix ultra fell off after implanted. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.